Event description:
It was reported that the patient had a septic infection. The reporter stated the implantable neurostimulator (ins) was implanted with complications and they have a ¿huge septic infection.¿ the reporter further stated they were having a hard time controlling ¿their strength.¿ additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported, the patient¿s pain is intense.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 37754, serial# (B)(4). Product type: recharger: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead. (B)(4).